Event description:
Reference number (B)(4). Event occurred in germany. It was reported that, the patient had nodules and are forming at the infusion site. The number of nodules were not specified and stated to be a lot. Which was treated with antibiotic ointments. No further information available.